Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed which determined that the device had a sticky upper trigger (failed pretest for check for off/oscillation/on switch mode function; failed pretest for check for check function with electric pen drive console; failed pretest for check switching function). It was determined that the upper trigger was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI:(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, the upper trigger of the small battery drive device was sticky. The device was used for training purposes only. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.